Event description:
During dialysis, when rinsing back, the arterial line would not secure to priming hub. It would not stay on or screw. It started to pull air into the line. Staff noticed this was occurring quite quickly and held it physically together so it wouldn't pull air into the system and cause air to enter into the dialysis tubing. Upon inspection the tubing didn't have the threads to secure it in place. Issue identified with more than one of these lines.